Manufacturer narrative:
Continuation of d10: product ID 37761, serial/lot# (B)(6) product type recharger; product ID 37761, serial/ lot# (B)(6), product type recharger; product ID 37761, serial/ lot# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), product ID: 37761, serial/lot #: (B)(6), product ID: 37761, serial/lot #: (B)(6), h6 codes belong to the desktop chargers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the connection part of the recharger was damaged. The tip of the antenna has detached and was broken. It was unknown if there were any contributing factors. Issue was not resolved. Additional information was received clarifying that desktop charger (B)(6) had a broken terminal tip of the proximal end, the connector part with the recharger. Desktop charger (B)(6) had a missing terminal tip (terminal tip was attached to another part) of the proximal end, the connector part with the recharger. Desktop charger (B)(6) had a missing terminal tip (terminal tip remained in the recharger) of the proximal end, the connector part with the recharger.

Manufacturer narrative:
H3. Device analysis for desktop charger (B)(6) revealed cable assembly failure, frayed cord. Device analysis for desktop charger (B)(6) revealed cable assembly failure, frayed cord. Device analysis for desktop charger (B)(6) revealed cable assembly failure, frayed cord. H6 codes belong to the desktop chargers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.